Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable as the returned device confirmed that there was no malfunction nor damage to the product. The initial report was filed in error and should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Concomitant medical product: pin 2.5 mm diameter, cat#: 47430902501 lot#: 63615258. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04429, 0001822565-2017-04430.

Event description:
It has been reported that during a reverse shoulder arthroplasty procedure, two reverse 2.5 mm pins fractured. It is unknown at this time if there were any patient consequences as a result of the malfunction. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that during a reverse shoulder arthroplasty procedure, two reverse 2.5 mm pins fractured. One of the pin fragments was unable to be removed from the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch. Product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.